Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported following an intraocular lens (iol) implant procedure, the toric intraocular lens (iol) had an incorrect axial position, leading to a suboptimal visual outcome. To address this issue and improve the uncorrected visual acuity, a surgical intervention was performed to rotate the intraocular lens to the correct position. Preoperative measurements: - uncorrected visual acuity (including date): date all over the gleiche: (B)(6) 2023: 0.32 decimal. - optimal corrected visual acuity (including date): 0,8 +. - manifest refraction (including date): +1,5 /-3,5/12. Postoperative measurements: - uncorrected visual acuity (including date): 0.4 decimal on (B)(6) 2023. - optimal corrected visual acuity (including date): 0.63 , (B)(6) 2023 - manifest refraction (including date): +0,75/-1,0/46 follow-up on 25-jul-2023: ucva 4m: 0.2 logmar, bcva 4m: 0.0 logmar. Subjective refraction: +0.75/-1.25/44°. Iol in loco, axis position should be: 84°, is 78°.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).